Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was not delivering correctly resulting in a blood glucose of 29 mmol/l. The reporter indicated that blood glucose levels started elevating 10 days earlier and now the reporter was using injections to control blood glucose levels; the reporter indicated that the blood glucose was responding normally with injections. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation that the pump was not delivering insulin correctly.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.